Manufacturer narrative:
The pump passed the active current measurement, self test, and displacement test however, the pump was received with high sleep current. Successfully downloaded the trace and history files using thump. The power management graph confirmed the battery depletes faster than expected. A review of the history files reveals five (5) low battery alerts (less than 48 hours apart), two (2) change battery fault (replace battery) alerts, and one (1) off no power (replace battery now) alarm, listed below: (B)(6) 2024 17:28:00 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 20:01:00 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2024 02:52:00 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 11:58:00 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 21:43:00 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 04:39:00 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2024 07:05:00 alarmalertnotification (40) faultnumber: changebatteryfault (73) (B)(6) 2024 07:36:00 alarmalertnotification (40) faultnumber: offnopower (11) the pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case and pillowing keypad overlay. Battery charge lasting less than expected is confirmed due to moisture damage on the electronics. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced unexpected battery power loss, charge/battery lasts less than expected. The event involved product(s) mmt-1880. The customer reported a low battery alarm or short battery life and received a replace battery alert/ replace battery now alarm. This was the second occurrence of receiving alarm in less than 8 hours after a low battery warning. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer response was the device will be returned.